Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Additional information is being requested from the field. No additional adverse patient effects were reported.